Event description:
It wasreported approximately 4 months after tlif and posterolateral fusion with peek device/infuse bone graft/local bone supplemented with posterior fixation, the patient developed swelling at the inside of posterolateral site. A revision surgery was performed. It is unknown if the infuse bone graft contributed to the reported event, but we are filling this MDR out of an abundance of caution.